Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level 48 mg/dl. Customer declined troubleshooting for low blood glucose level. Customer had bleeding at site. Customer stated the site was not actively bleeding. Customer reported red led light on charger. The insulin pump will not be returned for analysis.